Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies found. (B)(4).

Event description:
It was reported while during the implant procedure, the lead was showing high thresholds due to possible patient anatomy. The lead was replaced with success. No patient complications have been reported as a result of this event.